Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot or relabeled lot. Balloon material ruptures can be affected by numerous factors such as manufacturing, balloon material, inflation technique, inflation over rated burst pressure, interactions with other devices, anatomical conditions, a previously implanted stent or insufficient preparation prior to use.the investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately tortuous vessel that was moderately calcified and 90% stenosed. The nc trek balloon was advanced to the lesion without issue, but ruptured at 12 atmospheres during the first attempted inflation. There was no adverse patient effect or clinically significant delay in the procedure. The procedure was completed after post-dilatation with a same size non-abbott balloon. No additional information was provided.